Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device over delivered twice during annual testing. There was unknown patient involvement and unknown patient harm/adverse event reported. The unit was not dropped. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition with complaint that the device over-delivered. Visual evaluation found peeling downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. The reported problem of "over-delivery" issue was not duplicated. Using the customer's setting in the event log, the pump delivered 21 ml. Performed three additional accuracy tests, using the technical manual settings, resulting at all 21 ml. No repair was needed to address reported complaint.